Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, it was noted that weaning failed as the patient experienced tachycardia and hypotension. The echo showed significant pericardial effusion and pericardial puncture. 150 milliliters was directly aspirated and the patient stabilized immediately. Second cardiac catheterization showed no more covered dissection and active bleeding. The dissection was fixed surgically. Impella was explanted afterwards in the operating room.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23176 in accordance with updated procedures.